Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test and prime test. Insulin pump received with stuck motor error alarm loop during bolus delivery; motor was tested outside of the device and failed due to high current draw. Insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
The customer reported receiving a motor error on his insulin pump while attempting a bolus or basal delivery. The customer's blood glucose was not known. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.